Event description:
It was reported that (1) device was used during a inguinal hernia repair. It was reported by the affiliate that the ems device did not work correctly. The staples did not come out. Another instrument was used to complete the case. There was no consequence to the pt.